Manufacturer narrative:
H3 device evaluation - device evaluation was not possible as it was discarded by the hospital. Review of device history records and part/lot specific complaint history was not possible without part and lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for the family of reform ti modular cannulated screws. No corrective action is recommended at this time. This report is number 2 of 4 mdrs filed for the same event (reference (B)(4).

Event description:
It was reported that the patient underwent initial implantation on an unknown date in 2023 in australia, utilizing the reform ti modular cannulated screw system along with a competitor's tlif cage. Subsequently, in (B)(6) of 2023, the patient presented with pain and a CT was performed finding four of the reform ti modular cannulated screw (39-sk-xxxx) to be broken. Subsidence was also confirmed. Revision procedure was performed on an unknown date in which the tlif cage was removed and replaced with a standalone alif. The accessible portion of the four broken screws was removed. The broken screw pieces were disposed of in central sterile at the hospital.